Manufacturer narrative:
Device analysis: returned product consisted of a an ams800 pressure regulating balloon, occlusive cuff, and control pump. The ams800 pressure regulating balloon was visually and microscopically inspected, and functionally tested. No leaks were found. The balloon failed pressure test at 72.5 cmh20. It did not perform within the product specifications (61-70 cmh20). Inspection of the remainder of the device presented no other damage or irregularities. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Additional information: b1, b2, b5, d7.

Event description:
It was reported that the patient experienced recurring incontinence due to fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon remain implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the device was explanted and replaced on (B)(6) 2019.

Event description:
It was reported that the patient experienced recurring incontinence due to fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon remain implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the device was explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
Additional information: b1, b2, b5, d7.

Event description:
It was reported that the patient experienced recurring incontinence due to fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon remain implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.